Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate shocks along with anti-tachycardia pacing (atp) for an atrial-driven arrhythmia. Sales representative consulted technical services (ts) who provided programming recommendations. Evidence suggests that the patient was admitted to the emergency room (ER) and given medication. No additional adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate shocks along with anti-tachycardia pacing (atp) for an atrial-driven arrhythmia. Sales representative consulted technical services (ts) who provided programming recommendations. Evidence suggests that the patient was admitted to the emergency room (ER) and given medication. No additional adverse patient effects were reported. Currently, this device remains in service. According to additional information, this device was explanted at scheduled generator change out procedure for normal battery depletion (nbd). Another ICD was successfully placed. No adverse patient effects were reported outside of elective replacement procedure. This product has been received by boston scientific and a full investigation will be performed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate shocks along with anti-tachycardia pacing (atp) for an atrial-driven arrhythmia. Sales representative consulted technical services (ts) who provided programming recommendations. Evidence suggests that the patient was admitted to the emergency room (ER) and given medication. No additional adverse patient effects were reported. Currently, this device remains in service. According to additional information, this device was explanted at scheduled generator change out procedure for normal battery depletion (nbd). Another ICD was successfully placed. No adverse patient effects were reported outside of elective replacement procedure. This product has been received by boston scientific and a full investigation will be performed.